Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient had elevated blood glucose. The patient removed the cannula from the site and noticed the steel cannula was lost. The patient was taken to the hospital for evaluation. The surgeon visually checked the site, the rest of the steel cannula was not found and no treatment was given. Return of the suspect device was requested for evaluation.